Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter prompted an error 1 message. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt stated the issue began about a month before she called lifescan. The pt mentions that sometime after the issue started, she reportedly had a symptom of frequent urination. The pt did not take any action regarding diabetes treatment due to the issue and denied seeking medical attention. No other info was provided. The product was not new and the issue was not resolved during troubleshooting. This complaint is being reported because the pt alleged she obtained an error 1 message on her meter and had symptoms that could be suggestive of hyperglycemia sometime after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.